Event description:
Information from ae regulatory system: after opening, red foreign matter was found on the cannula of the insulin syringe. Ae report no. 1213304122025000170. Call center didn't contact with customer successfully and do not acquire the information reported in the ae regulatory system. Material code found in the system is 328421. If any update will be sent by email. Sample availability: unknown. Sample availability details: unknown. Vcoyne 16april2025 update/additional information from region. Call center has confirmed new information as below. The customer confirmed that there was red foreign matter in the barrel of syringe, not on the cannula. The incident did not involve patients. Please help to update the new information in etq system. Thanks. 1¿customer response needed: none, 2¿sample available: no, 3¿sample status: no sample available, 4¿reported issue: red foreign matter in barrel, 5¿material information-occurrence:1, 6¿additional event description: the customer confirmed that there was red foreign matter in the barrel of syringe.

Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.